Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that customer observed a flat line on ECG despite changing the electrodes.patient involvement information is currently unknown, but no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Available details indicate that the device is displaying a flatline despite replacing the electrodes. The device was evaluated onsite, a simulator was used to further diagnose the issue. The customer's reported issue could not be reproduced. There were no issues nor errors noted. Despite, being unable to reproduce the issue, the processor assembly, ECG cables and ECG measurement module were replaced. Operational and functional tests were performed, there were no issues. The ECG cables and ECG measurement module are not expected for return as they will be scrap-if-defect. The device is fully functional, returned to service and remains at the customer site. The processor assembly was returned to philips for failure analysis. Visual inspection, found no abnormalities. The component was fixtured on a known good working board, there were no issues. Operational checks were performed, there were no issues. Error logs were reviewed, there were no issues found. Functional tests were performed, there were no issues nor errors identified. The device powered up normally and all expected waveforms were displayed. Three shocks were successfully delivered and all within specifications. The processor assembly passed all tests during operational check and general testing. There was no fault found. The component is archived/retention.

Event description:
It was reported to philips that customer observed a flat line on ECG despite changing the electrodes. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.